Manufacturer narrative:
Irrigation tube there is a lint/dirt and cause infection, hence concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4).). Details of this activity were discussed with cdrh office of compliance (B)(6) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
A report from (B)(6) has been received. The following has been reported: lint at the high infusion line - see film usb stick. All information has been disclosed.